Manufacturer narrative:
The device has been returned to the MFR for investigation. The investigation is ongoing. The device has been returned to the MFR for investigation. When the investigation is complete, a follow up report will be filed.

Event description:
It was reported that the cuff slowly deflated during the procedure. By the end of the case blood was flowing from the surgical site. No additional treatment was administered to the pt due to this event.